Event description:
Information was received from a patient regarding an external infusion device. On 2020-nov-16, it was reported that the patient reported issues connecting to the pump using their handset and started seeing a message on their handset saying, "process system isn't responding, download and close app". It was noted that the connection would get to 91% when trying to retrieve the pump settings. The issue began about a week prior and the patient was initially able to clear it but as of (B)(6) 2020 it would stay on the screen and would not go away. The patient reported that they cannot even power down the handset since the pop-up with that message shows all the time and covers to icon to power down the handset. The patient took the battery out of the back of the handset but, after doing that, all the screens in the app seemed to be spinning and getting stuck. The patient got the same message pop-up in addition to a system error code (code was not provided). Troubleshooting communication multiple times was tried and eventually the patient was able to navigate to the home screen and request a successful bolus. The patient noted that they have back pain and needed a bolus badly as they were not able to get them on the day of the report.

Manufacturer narrative:
Continuation of d10: product ID hh90t01, serial# (B)(6), product type mobile platform, product ID a820, product type software, product ID tm90t0, serial# unknown, product type accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.